Manufacturer narrative:
Additional information was received and it was learnt that the lens was explanted on (B)(6) 2015 therefore updated explant date. If explanted, give date: (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Date of event: exact date unknown, reported as after the first post op exam. Explant date: if explanted, give date: two dates were provided, (B)(6) 2015, but which explant date for the right eye was not specified. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a male patient could not tolerate multifocal intraocular lenses, model zkb00, that were implanted in both eyes so both lenses were explanted. The patient first complained after the first post-op exam, date unknown, but the surgeon indicated that the patient would adjust to the multifocal lens. After the first post-op exam on the second eye, date unknown, the patient complained that he could not see up close, could not see at a distance, and everything was blurry. The patient is a golf pro/instructor and he could not see golf balls. The surgeon replaced the multifocals with monofocal lenses, model zcb00. The patient is very happy with the monofocal lenses. Since both eyes had lenses explanted, there will be a separate MDR for each eye. This MDR is for the right eye, sn (B)(4).

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.